Event description:
During surgery, it was found that the package was dirty. A backup device was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During surgery, it was found that the package was dirty. A backup device was used.

Manufacturer narrative:
Updated device manufacture date based on additional information. An event regarding a brown stain on a simplex liquid tyvek lid was reported. The event was confirmed. The tyvek lid has a brown stain on the lid which appears on both sides. The stain appears heavier on the inside of the tyvek lid. Analysis on the stained lid concluded: no clear identification of the material causing the brown stains on the packaging was obtained it would appear that this material contains o-h groups and could also have alcohol or ether functional groups. Device history review: DHR review was satisfactory. Complaint history review: chr review indicates that there were no similar events for this lot. The investigation completed by the simplex manufacturing/packaging department determined that there is no solution in that area that would result in a stain of that nature on the tyvek lid. The results of the analysis on the stain were not conclusive but did indicate that the stain may have contained o-h groups and could also have alcohol or ether functional groups. It is possible based on the brown colour of the stain and the test results that the stain was a splash of iodine from the or environment.